Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the peg drill broken intraoperatively. A second drill was used to complete the case. Surgical delay of 45 seconds was noted.

Manufacturer narrative:
An event regarding an alleged crack/fracture involving a triathlon 1/8" peg drill was reported. The event was not confirmed. Method & results: device evaluation and results: note: a picture of the 1/8" peg drill shows the drill bit fractured into two separate pieces. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification complaint history review: a complaint history review confirmed 1 other similar event for the reported lot. Conclusions: the exact cause of the event could not be determined because the device was not returned. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the peg drill broken intraoperatively. A second drill was used to complete the case. Surgical delay of 45 seconds was noted.